Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 6:48:29 pm to 10:08:29 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 6:48:29 pm, 7:43:29 pm, 8:18:29 pm, 9:03:29 pm, and 9:53:29 pm. A tubing fill of size 12.3675 units was observed on (B)(6) 2020 at 5:55:40 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.